Manufacturer narrative:
The biomedical engineer replaced the speakers to address the reported problem.

Manufacturer narrative:
Follow-up: repair information attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Contacted customer and requested patient information, event date and repair details.

Event description:
The customer reported that the ventilator alarmed with primary alarm failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.